Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 32 x 2.50 promus premier tm stent was advanced but was unable to cross the lesion. Several attempts were made to cross the lesion however, it was noted that the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and was not returned with device for analysis as it was disposed. The balloon cone profiles were reviewed and found that the balloon wings and folds were disturbed out of their intended position. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 32 x 2.50 promus premier stent was advanced but was unable to cross the lesion. Several attempts were made to cross the lesion however, it was noted that the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.